Manufacturer narrative:
It was reported that the gauze was shredding and that gauze fibers were identified within in the surgical site. Reportedly, this occurred during multiple orthopedic procedures involving canine and feline patients between (B)(6) 2019 and (B)(6) 2020. According to the reporting facility, veterinarian staff members have been required to manually retrieve the gauze fibers from the surgical sites using gloves and forceps. The reporting facility was unable to specify the exact number of canine and feline patients involved. No adverse patient impact was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to retrieve gauze fibers from the surgical sites, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gauze was shredding and that gauze fibers were identified within the surgical site.